Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one (1) photo and an electronic version of the certificate of compliance was provided by the customer for investigation. The photo shows the label on a box which has an expiration date of 2023-08-31. The electronic version of the certificate of compliance has an expiration date of 2023/07/31 in the header. Based on the photo provided by the customer and the production date in the batch record bd acknowledges that the certificate of compliance has the wrong expiration date on it. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of product quality certificate issue for lot #8172826 item #305109. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. The DHR review revealed that the correct expiration date would be 31-08-2023. Root cause description: the electronic version of the certificate of compliance has an expiration date of 2023/07/31 in the header. Based on the photo provided by the customer and the production date in the batch record bd acknowledges that the certificate of compliance has the wrong expiration date on it.

Event description:
It was reported that an expiration date issue was found before use with a bd precisionglide¿ needle . The following information was provided by the initial reporter, "it was reported the box stated 8/31/2023 while the quality certificate states 7/31/2023. This is holding up the use of this product in our clients clinical trial. The box stated 8/31/2023 while the quality certificate states 7/31/2023."